Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 14 weeks ago. The original aneurysm size is unk. Current vessel morphology was reported as normal tortuosity, normal calcification, and an aortic neck that was straight. It was reported that a kink in the bifurcated graft was noted at the aortic bifurcation which caused an occlusion from the bifurcation to the right common femoral. The first procedure with another manufacturer's thrombectomy device was unsuccessful. The pt was then put on intravenous lytic overnight, and a second procedure with another manufacturer's thrombectomy device was performed the next day, which was successful to resolve the occlusion. Another manufacturer's balloon expandable iliac stent was placed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: occlusion, thrombus. Conclusions: thrombus.